Event description:
It was reported that a device movement/shift and thrombosis occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, transesophageal echocardiography (tee) revealed that the device had shifted towards the limbus into the anterior chicken-wing and had a possible mobile thrombus formation in the wing and on the face of the closure device. The physician noted that the positioning seemed to be stable. The physician recommended the patient have a computed tomography (CT) scan to rule out device related thrombus and continue anticoagulation. The patient was discharged home.